Event description:
A patient reported that they were unable to test on the meter. The meter allegedly would only prompt the not ok and error 1 messages. The issues were not resolved with troubleshooting. Patient then tested on a neighbor's meter with a result of 32. Patient's spouse found patient disoriented and unable to communicate. The pt's spouse called an ambulance and the emt meter read 516 mg/dl within 5 minutes. Patient was given oxygen and insulin and taken to the hospital. Patient was released from the hospital in a few hours. The next day, patient had a diabetic seizure and an ambulance was called once again. Unknown what the emt meter reading and treatment was. Patient was admitted to the hospital for 4 days. No further information has been reported.